Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty and frequent charging of the ipg. It was also reported that the patient had a non-device related weight loss but the physician was not sure if that would affect charging. Device malfunction was suspected. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. It was noted that during the procedure, the right tail of the existing lead would not go into the port of the new ipg. The physician was finally able to get the lead into the port so that the bottom 4 contacts were functional but the physician had to use port "d" rather than port "b" as usual. The physician suspected malfunction with the leads but it was unknown was caused the malfunction. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient was having difficulty and frequent charging of the ipg. It was also reported that the patient had a non-device related weight loss but the physician was not sure if that would affect charging. Device malfunction was suspected. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110 (sn (B)(4)) device evaluation indicated that the ipg complaint was not verified. In the lab, the depleted ipg was charged fully in one cycle. The minimum battery depletion and the quiescent current rates were with the ranges. However, in the profile data, the charging difficulty was evident similar to the characteristics of tilted ipg orientation or depth of the pocket. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was having difficulty and frequent charging of the ipg. It was also reported that the patient had a non-device related weight loss but the physician was not sure if that would affect charging. Device malfunction was suspected. The patient will undergo an ipg replacement procedure.